Event description:
It was reported that during a thrombectomy and atherectomy procedure, the aspiration was allegedly low. It was further reported that the screw was allegedly broke in proximal part of catheter. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation. Therefore, a physical investigation was performed for the catheter. During physical investigation the helix was broken at 20 cm distance from the tip of the catheter. The reported mechanical jam can not be confirmed due to broken helix. Therefore, a aspiration test was not possible. However, the investigation is confirmed for the reported break issue. A clear root cause could not be identified but catheter helix break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the aspiration was allegedly low. It was further reported that the screw was allegedly broke in proximal part of catheter. There was no reported patient injury.